Manufacturer narrative:
The device associated with this report was not returned. Review of patient x-rays did not find any evidence confirming joint or device instability. Review of supplied medical records confirmed joint instability which could contribute to the reported patient pain. Review of the device history records for all reported products did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the instability. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient reports experiencing pain, falling, instability, and knee feeling like it will give out, but has not yet been revised. Update - (B)(4) 2013 - the complaint has been updated because it was reported that the patient was revised on (B)(6) 2013 to address knee pain and poly wear of the insert. Only the patella and tibial insert were exchanged. The complaint is being changed from MDR-no to MDR-yes.